Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a module error message during setup. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a module error message during setup. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a module error message during setup. No patient harm was reported. Investigation summary: repair center evaluation was unable to reproduce the reported "gas module error." The device passed extended functional testing, visia2 diagnostics, and gas accuracy checks using calibration gas, with all readings within service manual specifications. No functional defect was identified. The root cause could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/01/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/17/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a module error message during setup. No patient harm was reported.